Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/04/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform was cleaned using a water/bleach solution. After the cleaning the autopulse platform would not power on. Once the autopulse platform dried, it powered on without issue. The autopulse platform was tested using a mannequin and they received a user advisory 7 (discrepancy between load 1 and load 2 too large) message was displayed. The message was un-clearable. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/04/2015. Investigation results as follows: visual inspection: visual inspection of the returned platform was performed and found that the battery lock was bent. Note this physical damage can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint. Archive review: a review of the archive showed couple of user advisory 20 (positon out of range) and multiple user advisor 7 (discrepancy between load 1 and load 2 too large) on the reported date of 08/24/2015. Functional testing: the autopulse platform displayed ua 20 upon power up. The autopulse drive shaft was rotated to home position to remedy ua 20. No further testing could be performed as a result of the ua 7. Load cell characterization was performed and load cell module 2 was found to be defective causing the ua 7. Load cell module 2 was replaced in order to remedy the reported complaint. Based on the investigation, the damaged part observed during visual inspection was replaced. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse. Load cell 2 was also replaced to remedy the reported complaint. Additionally, the pdb board was replaced per routine service procedure. In summary, the reported complaint was confirmed during review of the archive as well as functional testing and attributed to load cell module 2 not functioning properly. Following service, including replacement of the load cell, the device passed all testing criteria.